Event description:
It was reported that the pump does not hold time and date when battery is removed and reinserted after a short period of time. The reporter stated that the verification screen resets to a time and date about two years ago but cannot provided specific details. The reporter said that the time and date also resets itself at other times when the battery is not removed. It was reported that the patient corrects the time and date each time the inaccuracy is noticed. The reporter told customer support at the time of the call that the time, including the am/pm setting, the day, and the year were incorrect; the month was correct. The reporter corrected the information with the assistance of customer support and the data was still correct at the end of the call. The reporter alleged that the patient experienced high blood glucose at times due to the reported time/date issue but could not provide details that related the time/date issue to specific hyperglycemic events. This complaint is being reported because of the allegation that the time and date were changing spontaneously.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump black box history confirmed that the pump was resetting to default time and date. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.